Event description:
Customer reported a false negative urine hcg. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant clinitek hcg result.

Manufacturer narrative:
Instrument is being returned to manufacturer for inspection due to the customer suspicion of a possible scratched cal bar and dirty mirror.